Event description:
It was reported that the customer called to report receiving a 170 error. They mentioned that their field engineer had recently replaced a ccc, but the error had returned. Error logs were uploaded, revealing a 31089/170 error pattern indicating an issue with the fiber connection between the robot and fiber port 2 on the tower. The customer mentioned that new fiber cables were expected to arrive the following day. Later, a follow-up call was made to check if both the surgeon console and patient cart were showing as connected. The logs confirmed that both the patient side cart (psc) and surgeon side console (ssc) were connected, but the logs still showed 170 errors. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the blue fiber cable receptacle to resolve the issue. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty blue fiber receptacle. This issue can be resolved by fse service of the system to replace the part.